Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that an altitude alarm occurred. Customer changed pump supplies to address the issues. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.